Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeve detached. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: the returned sensor wire was analyzed, and during the inspection, it was observed that the guidewire was bent at its distal end, and the sleeve had detached from the guidewire. However, it cannot be confirmed that the reported incident is related to the "body break" due to the problems identified on the device. In relation to the analysis performed on the returned device, it can be concluded that this problem may have caused by operational factors. The excessive force applied during the removal of the wire likely resulted in the detachment. Furthermore, the code "no problem detected" was chosen because the event was reported as a "body break"; however, after conducting visual and microscopic inspections of the device, no evidence of the alleged problem or any defects associated with the device's tip could be identified. Based on the results of the analysis concerning the observed detached sleeve, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the transurethral lithotripsy procedure, the device was cut on the proximal side. The procedure was completed with another of the same device and there were no known patient complications reported. Analysis of the returned device identified a sleeve detachment.